Event description:
The event was reported that during a laparoscopic gastric bypass, the device fired but a small section of the staple line was not completed. The case was completed by hand suture. There was no pt consequence reported.